Manufacturer narrative:
Date sent to the FDA: 10/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 10/25/2021. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
Date sent to the FDA: 02/10/2022. H6. Health effect - clinical code: e2402 used to capture mesh migration. Additional b5 narrative: it was reported that the patient had a removal surgery on (B)(6) 2021. It was reported that following the procedure the patient experienced chronic mesh infection,mesh erosion, hernia recurrence, mesh migration, adhesion, and abdominal pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.